Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized for high blood glucose and diabetic ketoacidosis. The customer had woken up with a blood glucose 260 mg/dl and achy muscles. The customer treated with the insulin pump. The blood glucose reading at the time of admission was 650 mg/dl. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin was clear and the insertion site was not sore or irritated. The time and date were correct and the bolus wizard and basal rate settings were programmed correctly. The bolus history displayed all entries based on the customer's recollection. The customer also reported that the insulin pump had alarmed for no delivery. The customer declined further troubleshooting. The insulin pump was not replaced or returned.